Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: psn asf ps 11mm ve r 6-9 ef, catalog # 42522400711, lot # 62482594. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. This event was previously reported on MFR: 0001822565-2017-00339. Product location unknown.

Event description:
It is reported that the patient was revised approximately 2 years post-implantation due to pain, swelling and loosening of the right tibial component. A bone scan performed post-operatively revealed the cement had loosened from the tibial component. Attempts have been made and no further information has been provided.